Event description:
The pt reportedly experienced a decline in performance and loss of lock between the internal device and the external equipment. External equipment was exchanged and programming changes were made; however, the issue was not resolved. Device revision surgery will be scheduled.